Event description:
It was reported that the patient had an incarcerated ventral hernia repair in 2007, during which the surgeon implanted gore-tex prolene surgical mesh. Nine months later, the patient had surgery to remove the infected mesh. W.l. Gore & associates inc became aware the actual device involved a bard composix kugel patch.

Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusion can be drawn. If the product is returned or more information becomes available a follow up report will be submitted.